Manufacturer narrative:
Additional information: the manufacturing records and quality control release testing was reviewed for test kit part number 190- 000 / lot m141392 and test base part number 190-430 / lot m141392. Quality control release testing met specifications with no false positive results observed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m141392 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Refer to mrns: 1221359-2021-00524, 1221359-2021-00526. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m141392 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay. This report represents patient two (2) of three (3). The customer reported false positive results on a direct tested nasal knitted swab that collected sample from both nostrils with the ID now covid-19 assay performed (B)(6) 2021 at 19:47. Repeat testing was not performed. Confirmation pcr testing on a nasopharyngeal swab sample collected on (B)(6) 2021 at 19:30 and reported on (B)(6) 2021 provided negative results. The customer confirmed there was no death, serious injury, or treatment impact/delay based on the ID now covid-19 assay. No medication or treatment was provided based on the results. The patient was asymptomatic at the time of testing. The patient was required to change his flight due to the positive result, and this caused undue stress as the patient was traveling to see family he has not seen in many months. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.